Event description:
It was additionally reported that the pump parameters captured 2 unsustained, isolated power elevations. The overall trending was unremarkable. The controller was exchanged due to the elevated power/flow values, and that the exchange appeared to help the issue. There was no ongoing treatment as the issue appeared to resolve on its own.

Manufacturer narrative:
Section b1: corrected. Section b2: corrected. Section d1: brand name corrected. Section d4: catalog number and primary UDI corrected. Manufacturer's investigation conclusion: the report of suspected pump thrombus could not be confirmed through this evaluation. Additionally, review of the submitted log file confirmed the elevations in pump power and flow; however, a specific cause for these findings could not be conclusively determined through this evaluation. The submitted log files collectively contained events and data from 19dec2023 through 05feb2024. Elevations in pump power and estimated flow were observed on 29dec2023 through 31dec2023, 03jan2024, 10jan2024 through 16jan2024, 19jan2024, and 27jan2024 with values up to 10.1 watts and 12.0 liters per minute (lpm), respectively. Several of these elevations were associated with pulsatility index (pi) events. No other notable alarms or events, or significant fluctuations in pump parameters were captured. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿ lists potential adverse events, including device thrombosis, that may be associated with the use of heartmate ii lvas. Section 1 of the IFU also provides an explanation of all pump parameters, including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 1 and section 6 of the IFU outline indications of pump thrombosis as well as how to respond to such events. Section 6 of the IFU, under "anticoagulation", also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as suggested anticoagulation modifications. Section 6 of the IFU, under ¿pump performance monitoring¿, also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that urgent log file review was requested for concern for pump thrombus due to high watts and high flows. The log file captured a shift in pump powers early on 10jan2024. Baseline powers were 4-5w and had since been constantly in the 8-9 w range. It was also noted that there were more frequent pulsatility index (pi) events. Technical services noted that the graph shows an increase in pump powers with a decrease in the pi values and noted that those types of trends were typically indicative of a potential thrombus concern. More log files were submitted on 11jan2024, and there were several power/flow elevations throughout the event history. The patient was not symptomatic, and their labs were all within normal limits. It was communicated on 15jan2024 that the log file captured some elevated pump powers throughout the log with power noted as high as 9.6w. The majority of these elevated powers were associated with pi events. Technical services noted that in looking at the graph trends, it looked like powers were trending down almost 2w with pi values trending up. It was noted that a system controller exchange was performed on (B)(6) 2024 under surgical director¿s advice due to the patient having no clinical signs of thrombus. Log file review was requested and did not capture too many data points post controller exchange on (B)(6) 2024 at 1421. There was about 4 hours' worth of data. Related manufacturer reference number: 2916596-2024-00495 (controller)